Manufacturer narrative:
Insulin pump received unable to perform the displacement due to broken/detached end cap. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that there was huge crack between the bottom of the insulin pump. The customer¿s blood glucose level was unknown. The customer was advised to refer to back up plan. The device will be returned for analysis.